Event description:
It was reported by the user site that during a quality control (qc) and physicist testing performed for accreditation for a selenia dimensions mammography systems, 3d device on (B)(6) 2026, that the device was failing artifact testing. The user site reported that the failed artifact testing led to overexposed images and also affected patient care. No user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and confirmed the reported issue with the technologists (tech) at the user site. The fse worked with tech support and installed a new detector map from tech support. The fse completed gain calibrations and ensured the system operated without artifacts. The fse completed grid calibrations, changed the device grid type to its correct type, and adjusted dose calibrations to be closer to the target dose for 2d images. The fse verified that the system is operating according to manufacturer specifications and without artifact or overexposed images. No further information is currently available.